Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: the pump powers with returned battery cap. The battery cap able to fully tighten. A power loss was not observed. The battery compartment intact. Current draws within specifications. The pump case was removed, no evidence of moisture or loose components inside pump. The black box shows two errors, alarms and warnings 128 replace battery alarms and one eaw 177 low battery warning on 1/19/2014. Evidence of partially discharged batteries being installed observed on 1/19/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.